Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
Customer reported vapor barrier oil leaking outside of system solutions drawer of the alinity m system onto the floor. Customer reported that there is oil on the floor in front of the system solutions drawer. The customer stated that there is no visible puddle of oil but rather a glaze of oil, as if someone had already wiped it. The material application specialist (mas) instructed the customer to clean up the floor to eliminate any possible slippage and block foot traffic in front of the alinity m until an abbott engineer is on site to service the instrument. The mas advised customer to power down instrument which customer has performed. There was no actual exposure and no injury reported due the leak.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
Customer reported vapor barrier oil leaking outside of system solutions drawer of the alinity m system onto the floor. Customer reported that there is oil on the floor in front of the system solutions drawer. The customer stated that there is no visible puddle of oil but rather a glaze of oil, as if someone had already wiped it. The material application specialist (mas) instructed the customer to clean up the floor to eliminate any possible slippage and block foot traffic in front of the alinity m until an abbott engineer is on site to service the instrument. The mas advised customer to power down instrument which customer has performed. There was no actual exposure and no injury reported due the leak.